Event description:
Black coating coming off on sterile gloves when instrument gets wet. Discarded from sterile field. No patient harm. This facility has recently had similar events with this equipment during other cases. The manufacturer has been notified and product has been returned. No patient harm. It is unknown why this type of event is occurring. No known changes to instrument processing/handling.====================== manufacturer response for micrins laser edge iris scissor, micrins laser edge iris scisssor (per site reporter).====================== would like the scissors for evaluation.